Event description:
Information received with return of the device notes that during a planned generator change with existing unipolar leads, muscle stimulation was observed. The device was programmed to 4.5v, 0.5ms on both channels. The device was replaced with no further incident.